Event description:
It was reported that the rv (right ventricular) lead pacing impedance had been stable, in the 1100 ohm range, until 2009, when it increased to greater than 3000 ohms. In addition, the rv pacing threshold increased from 1.5v @ 0.4ms five months earlier, to 3.5v @ 0.4ms one week later. A lead fracture was suspected. The lead was explanted and replaced. Additional information received with the returned lead reported a questionable "insulation injury" due to open heart surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; distal segment returned and analyzed.